Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified two openings in the shell with sharp edge with nick assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is two sharp edge openings in the shell with nick due to surgical impact opening.

Event description:
Healthcare professional additionally reported "hole, non-specific" and "fractured in center."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.